Event description:
The suture pulled out during meniscal repair. It felt like the knots were not tightening like they usually do. Partial menisectomy was performed and another device was used to finish the surgery.

Manufacturer narrative:
The customer indicates the device is available, however it has not been returned to s&n for evaluation.